Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown legacy biomet abutment was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing to recreate the reported event could not be performed since the device was not returned. No pre-existing conditions were noted on. The device had been placed on tooth # 36 (fdi) for an unknown amount of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed since the lot/item number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event are unknown/verifiable. The following sections have been updated: g7: checked "follow-up." H3: changed "yes" to "no."

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient had a loose abutment on tooth site # 36,and was experiencing pain as a result.